Event description:
In 2004, the sm8 sophy adjustable pressure valave was found and confirmed to be occluded during implantation procedure. Therefore, the neurosurgeon didn't implant the device. Trouble was solved by using a spare valve. No injury was found to the patient due to the valve occlusion.